Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced discomfort and pain due to pump migration; the pump had moved too high and was not in the most anterior portion of the scrotum. A surgical procedure was performed, and the pump was replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device migration and patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.